Manufacturer narrative:
(B)(4). Device evaluation also found what appeared to be vegetation nodules which were observed at the free margin and at the inflow aspect of the leaflets. The white nodules were observed to be spongy when probed. Restricted leaflets along with a large extrinsic calcification/vegetation nodule on the inflow aspect of leaflet 2 likely led to the reported stenosis.

Manufacturer narrative:
Device evaluation: the device was returned to edwards for evaluation. X-ray demonstrated heavy calcification on leaflets 2 and 3, moderate on the remaining leaflet 1, and wireform distortion around leaflets 2 and 3. Host tissue on the stent circumference was minimal at the outflow aspect. As received, leaflet 1 had a cut section of approximately 9mm x 8mm. Customer reported "one leaflet was cut off at hospital for a pathology test." Leaflet 2 had a 5mm vertical tear on the cusp region. Calcification was observed at the tear region. Extrinsic calcification was observed at the inflow aspect and on the free margin of the leaflets 2 and 3. Customer report of calcification and stenosis was confirmed. Calcification restricted the mobility of leaflets 2 and 3. Restricted leaflets along with a large extrinsic calcification nodule on the inflow aspect of leaflet 2 likely led to the reported stenosis. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Based on the information received the cause of the event cannot be conclusively determined; however, patient factors may have contributed to the event.

Manufacturer narrative:
The device was returned to edwards for evaluation. The device evaluation is anticipated, but has not yet begun. A supplemental report will be submitted upon evaluation completion. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
Edwards received information that this 19 mm valve, implanted on (B)(6), was explanted due to aortic stenosis secondary to calcification. The valve was originally implanted for aortic valve replacement to correct aortic stenosis. The device was explanted and replaced with a mechanical valve with no adverse patient effects reported as a result of the valve replacement. The patient status was reported as ¿recovered¿ at ICU. The valve was returned for evaluation, however, one leaflet was cut off at hospital for a pathology test.